Event description:
The report received from the affiliate indicated the pt was included in a clinical study. Approximately thirty-nine months after the index procedure, the pt complained of chest pain and was admitted to the hosp. Coronary angiography was done and a focal restenosis of the cypher 3.0 x 23 mm stent implanted during the index procedure in the proximal left anterior descending (lad) target lesion was observed. The restenosis was treated by balloon angioplasty using a 3.25 mm balloon (length unk) at 24 atm/duration unk. The coronary angiography also noted stent fracture in the overlapping areas of three cypher stents implanted in the right coronary artery (rca) twenty-seven months earlier. There was also a 75% restenosis observed in the same areas. The restenosis/fracture was treated by balloon angioplasty using a 3.25 mm balloon (length unk). The residual stenosis for both areas was 25%. The pt was reported to be stable three days later and was discharged. The physician's comment regarding the rca stent fracture was that the stents were originally implanted in a heavily flexed vessel and thus the overlapping areas received excessive stress. The relationship between the restenosis and the stent fracture is not known. The probable cause of the lad restenosis was not related to the cypher stent.

Manufacturer narrative:
The report from the affiliate indicated that the pt was included in a clinical study. The info received indicated that approximately eleven (11) months after the index procedure, the pt complained of chest pain. Coronary angiography demonstrated a focal 90% restenotic lesion in the mid to distal portion of the distally implanted cypher stent. The target lesion was the proximal circumflex. The restenosis was treated with an add'l cypher 2.5/28 mm stent deployed at 18 atm, inflation duration unk. The residual stenosis was 0%. The physician's comment regarding the probable cause of the event is that it is probably due to the fact that the pt is diabetic. During the intervention for the restenosis, an add'l lesion was found in the right coronary artery (rca). The lesion was reported to be a 90-99% stenosis at the mid to distal end of the rca. The stenosis was treated with rotablator. Three (3) cypher stents were deployed: a 3.0/23 mm at 14 atm, a 3.0/28 mm at 20 atm, and a 2.5/28 at 20 atm from the proximal end in overlapping fashion. The inflation durations were not known. The residual stenosis was 0%. The pt was reported to be in stable condition. The index procedure was an elective case. The target lesions were the proximal circumflex and the proximal left anterior descending (lad) artery. The radial approach was used. Lesion #1-1- the target lesion was the proximal circumflex. The lesion was reported to be: de novo, concentric, diffusely diseased, tortuous, not a bifurcation lesion, absent of pre-existing clot, 12.14 mm in length, a 73% stenosis, not calcified, an introitus (ostial) lesion, and type c. The lesion was not pre-dilated. Two cyphers 2.5/33 mm stents were implanted at 16 atm for 16-30 sec and were not overlapping. The stents were not post-dilated. Ivus was done. The flow pre and post-procedure was timi 3. The residual stenosis was 19%. Lesion #1-2- the target lesion was the proximal lad. The lesion was reported to be: de novo, eccentric, a bifurcation lesion, a 59% stenosis, not calcified, and type b2. The lesion was not pre-dilated. A cypher 3.0/23 mm stent was deployed at 14 atm for 16-30 sec. The stent was not post-dilated. Ivus was done. The flow pre and post-procedure was timi 3. The residual stenosis was 2%. Please note, the device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt. This is one of seven products used for the same pt. Please reference MFR. Report #9616099-2005-01587, # 9616099-2008-00496, # 9616099-2008-00497, # 9616099-2008-00498, and # 9616099-2008-00499.